Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: secondary medication backflowed into primary 2426-0500.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: secondary medication backflowed into primary (B)(4).

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the secondary medication back flowed into the primary. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.